Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: we had medication line leak.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: one maxzero connector and a 3ml syringe were received and tested by our quality team. The max zero was injected with saline through the syringe and the leak between connector and syringe was immediately noticed, verifying the complaint. There has been a known issue of leakage between the 3ml syringes and maxzero so the complaint has been verified. The root cause is not due to the maxzero but due to the syringe specifically when connected to the maxzero. The production facility is aware of this and is working to eliminate future occurrences of leakage with this connection. CAPA 1132752 has been initiated. A device history record review for model mz9267 lot number 21105939 -was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20oct2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: we had medication line leak.